Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 190 mg/dl. No significant event leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.